Manufacturer narrative:
Medtronic received additional information that there was no error warning message and the hand crank was not required to maintain flow. Updated device evaluation: the reported burning smell was verified during service. During preliminary analysis there was a burning smell after booting up and u36 on the motherboard was burned. The issue was resolved by replacing the assy system controller module -006, battery ,12v,6.5 ah ,certified, calibrating and testing. Preventive maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that there was a burning smell. The instrument ran normally until the end of the treatment. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation: the reported burning smell was verified during service. During preliminary analysis there was a burning smell after booting up and u36 on the motherboard was burned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.